Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed fluid in the lungs. As a consequence, the patient was admitted to the hospital and given medication. It was noted that the patient has congestive heart failure. Nevro had attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The trial completed successfully and there have been no reports of further complications regarding this event.